Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated a viscoelastic which is not qualified for use with the qualified lens/cartridge combinations for the iol used. The product investigation could not identify a root cause for the reported events. There have been no other complaints reported in the lot number. Additional information has been requested.

Event description:
An ophthalmic surgeon reported that a patient experienced 2+ cells, mild corneal edema and increased inflammation following an intraocular lens (iol) implant procedure during a cataract surgery on the patient's left eye (os). The patient's vision decreased from 0.63 to 0.16. The outcome of the event was reported as resolved. Additional information was received indicating increased local inflammation, descemets folds and corneal edema. The event resolved with medical treatment. This is one of seven reports being filed for the same facility. This report is for the fourth patient. The alcon (B)(4).